Event description:
Related manufacturer reference number: 2017865-2022-11660. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. There was no capture threshold and impedance problem on both ra lead and lv lead. The physician explanted and replaced both leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler's syndrome, failure to capture and impedance problem. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and by applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length measured to be within specification. The reported events of failure to capture and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damage consistent with procedural damage.